Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: a review of the black box showed evidence of call service 088 alarms. The pump was run for 24 hours and no call service alarms were duplicated. The pump was opened to find no evidence of internal moisture or defects to the printed circuit board, or internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.